Event description:
A consumer reported that the patient had symptoms of leg and hand stiffness recently and their eyes were blind. The patient did not have a 50 percent or greater reduction in symptoms. The cause of the event was unknown and it was unknown if any troubleshooting was done. The patient wanted to be reprogrammed. The patient¿s indication for use is parkinson¿s disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown if the patient's eyes being blind was related to the device/therapy. It was also stated that the diagnostics and actions/interventions taken to resolve the issue were also unknown. The patient was not reprogrammed as it was stated that they did not return to the hospital as scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.